Event description:
It was reported the pt is unable to communicate with her ipg using the charger. A replacement charging system was sent to the pt, however, the issue persisted. The pt's ipg may be implanted at a depth that makes communication with the charger not possible. Surgical intervention will take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.